Event description:
The customer reported that the saved image pulled up on the right monitor does not match the one on the left monitor. The data was mixed up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge rep performed an onsite investigation. The hard drive was replaced. The sys was then found to be operating as intended.